Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported event. A visual inspection of the device found the teflon pad to be severely worn, melted, partially split on one side and lifted from the grasping section exposing metal. The teflon pad was still attached to the grasping section and appeared to be missing small portions on both sides. The missing portions measured approximately 5mm and 9mm in lengths. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, a teflon pad damage occurred. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility and the sales representative via telephone and in writing to obtain additional information regarding the reported event but with no success.